Event description:
Information received from the field notes that the device was functioning in vvi at 63 ppm under magnet application. The patient had a non-pacemaker related surgery two months previous. Attempts to perform a software download were unsuccessful. Therefore, the device was replaced.